Event description:
Medtronic received information that this bioprosthetic valve, implanted seventeen months, was explanted due to heart failure. The explanted valve showed signs of calcification. There were no adverse patient effects associated with the valve replacement, and following the replacement the patient's condition improved.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.